Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued the purge disc not detected alarm. The issue with properly detecting the purge disc was reproduced, and a broken purge disc retainer was identified. The root cause of this issue was a broken purge disc retainer.

Event description:
A complainant reported that the automated impella controller (aic) did not detect the purge disc and the aic was exchanged. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.